Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that almost all buttons do not work instantly. The customer's blood glucose level was unknown at the time of the incident. The customer had to press the buttons several times until the button press was registered. The customer specifically described the act and esc button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.